Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to the age of the internal hybrid layer capacitor (hlc) batteries. The internal hlc batteries were very old, and although they had not failed, they would not charge to their full capacity anymore. The device was out of warranty and the customer was advised to purchase a new device.

Event description:
The customer contacted physio-control to report that their device showed the charge-pak and attention icons in its readiness display, even though the charge-pak battery charger had been replaced recently. During device evaluation, physio-control observed from the downloaded device data that the internal hybrid layer capacitor (hlc) batteries had been at a very low state of charge. With the hlc batteries at a very low state of charge, the device might not provide adequate defibrillation therapy when needed. There was no patient use associated with the reported event.